Event description:
It was reported to philips that dcps power supply failure caused geometry movement issues on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pd. Scomp.dcps_24v_12v_5v power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).